Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes and prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation, united states. The customer's report was not observed during testing. The device was put through extensive testing including fast testing without duplicating the report. The main board was replaced and scrapped as a precaution. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to a zoll approved service provider the customer's report was observed during initial testing; however, the device was put through extensive testing without duplicating the report. A replacement unit has been sent to the customer. Analysis of reports of this type has not identified an increase in trend.